Event description:
It was reported that the implantable cardiac monitor (icm) experienced under sensing of premature ventricular contractions. The implantable cardiac monitor (icm) remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.